Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered three days ago for the right ventricular (rv) lead due to pacing impedance out of range. The rv lead remains in use. No patient complications have been reported as a result of this event.